Manufacturer narrative:
Reported fault could not be confirmed nor replicated during investigation. The unit did not have any visible damage. The unit behaved as expected when tested.

Event description:
User reported that the occluder did not behave as expected when trying to stop venous flow. There was no patient harm; however, if the event were to recur, it could result in potential patient harm, so this event is considered reportable.